Event description:
The explanted lead was later received by the manufacturer. Analysis has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon device interrogation, high impedance and low output current were seen. Patient has not had any recent trauma or manipulation to the site. It was noted that the patient will likely be referred for x-rays and a surgical revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient's x-rays displayed a possible break/fracture in the lead below the anchor tether. This condition was confirmed during explant procedure where the patient received a full revision. The x-ray images were not provided to manufacturer for review. Impedance with the new devices was within normal limits. The explanted product will be returned but has not been received to date.